Event description:
The site reported to rxsight that a light adjustable lens (lal) was implanted backwards during primary cataract surgery. The surgeon decided to exchange the lal for another lal during the same surgery.

Manufacturer narrative:
Manufacturer reference #: (B)(4).